Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009. A 5076 implantable pacing lead, implanted 2005. A 7120 competitor implantable tachy lead, implanted: 2009. (B)(4).

Event description:
It was reported by the patient that the patient's implantable cardioverter defibrillator (ICD) battery was very low and the device " isn't even four years old". Additional information was attempted to be obtained, but is not available. The ICD remains in use. It was further reported that the device depleted sooner than expected due to high thresholds on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.